Event description:
The staff reported that the catheter was dragging upon insertion into the vein. The nurse noted there was no blood return even though the catheter was in the vein. The old catheter was removed and discarded and a new catheter was then inserted into the vein. The staff reported that this happened on other occasions.